Event description:
The customer reported v2 lead ECG not working. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported v2 lead ECG not working. There was no reported adverse pt impact. The customer replaced the lead set and resolved the issue. The lead set was not available for eval. We will consider this a malfunction of the lead set where v2 lead ECG was not working.